Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the user handling. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from (B)(4) and the similar event, there was the possibility that this phenomenon was attributed to the physical stress or the chemical stress being applied to the insertion section of the subject device, for example rubbing the insertion section, the reprocessing deviated from the instruction manual, the poor condition of the storage cabinet (such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility) or the aging deterioration due to the long-term use, and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the coating of the insertion tube of the subject device was partially peeled off. There was no report of patient injury associated with the event.